Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device cut,but formed an incomplete staple line. Anastomosis was completed with manual suture. There was no patient consequence.